Manufacturer narrative:
Additional information : the device was manufactured between 06/19/2017 - 06/28/2017 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 1000 ml eva tpn bag was leaking from one corner of the bag. There was no patient involvement.  No additional information is available.